Event description:
The customer reported the system's left monitor failed to display an image. There are no report of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.